Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused clogged nasal passages which has effected the lung capacity. The patient did report to receive medical intervention and was hospitalized in the ICU for 12 days. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused the patient clogged nasal passages which has effected the lung capacity. The patient did report to receive medical intervention and was hospitalized in the ICU for 12 days. These events may be related to a product problem and/or user error. Base on the available information at the time of the review, the device may have caused or contributed to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.